Event description:
Doctor at hospital implanted a 52-077-04, resorb-x mini plate, 4-hole, medium, quantity 2; a 52-076-22, resorb-x mini plate, 22-hole, straight, quantity 1, and a 52-521-54, sonic weld rx bone pin, 2.1 x 4 mm, quantity 15. Doctor realized that, the pt had developed an infection and did an unscheduled procedure. Doctor found that the straight plates had broken. Doctor removed plates and discarded plates and bone flap. Doctor could not determine the cause of the plate failure. This is the first of three incidents. Please refer to MDR 9610905-2006-00015 and 9610905-2006-00016.

Manufacturer narrative:
Device was disposed of by medical facility and can not be evaluated by the manufacturer. No further action can be taken at this time; if additional pertinent information is received it will be forwarded to the FDA. This is the first of three incidents. Please refer to MDR 9610905-2006-00015 and 9610905-2006-00016.